Event description:
We utilize fdb content to assist our specialty pharmacists in clinical counseling and maintain accreditations with urac and achc. Counseling on missed dose management and side effect mitigation are required by urac. We have been down the road a few times with fdb to request the content be added and received the answer that if it is provided in the labeling they will include it. But when we brought specific examples to them they refused to update. Ex. Dupixent has explicit missed dose management in the pl, but it is missing from fob content. (B)(6) is a federally certified patient safety organization and an FDA medwatch partner. (B)(6). Submission ID: (B)(4).